Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no available information regarding the customer's blood glucose level at the time of the event. The pump, confirmed to be within warranty, was replaced after the customer was informed. However, the customer declined to share details about an alternative insulin delivery method. Tandem technical support provided instructions for storage and return, and arranged for the problematic pump to be returned using a pre-paid label and return box.